Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 52mm in diameter abdominal aortic aneurysm. During post-operative follow up, a CT identified that the patient¿s aneurysm has grown from 52mm to 70x62mm. There is no sign of endoleak; however, the proximal aortic neck is larger than the stent graft, 40 mm in diameter due to disease progression. The physician noted that the space between the upper left renal artery and the lower right renal artery has grown from 31mm to 40mm. The physician is planning additional treatment. Per the physician, the cause of abdominal aortic aneurysm enlargement was due to disease progression. No additional clinical sequelae were reported and the will continue to be monitored by the physician.

Manufacturer narrative:
(B)(4).